Event description:
It was reported that " {doctor} was going to insert the cvc into the right femoral vein. He inserted the needle with the raulerson syringe attached into the right femoral vein and only aspirated air. On closer inspection they saw the needle hub was cracked. They opened another arrow cvc and he inserted the line without any issues." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Visual analysis revealed a single crack on the needle hub. Therefore, the reported event was confirmed. The customer also returned one, opened cvc kit for analysis. Signs of use were observed inside the needle hub. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this product contains the following warning for users: "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Do not use acetone on catheter surface. Do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure. Do not use polyethylene glycol containing ointments at insertion site. Take care when infusing drugs with a high concentration of alcohol. Allow insertion site to dry completely prior to skin puncture and before applying dressing. Do not allow kit components to come into contact with alcohol." The customer report of a cracked needle hub was confirmed through complaint investigation. Visual analysis revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be manufactured prior to the CAPA implementation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " {doctor} was going to insert the cvc into the right femoral vein. He inserted the needle with the raulerson syringe attached into the right femoral vein and only aspirated air. On closer inspection they saw the needle hub was cracked. They opened another arrow cvc and he inserted the line without any issues." The patient's current condition is reported as "fine".